Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead exhibited increased capture thresholds and now had loss of capture at maximum outputs. Also, p-waves measurement was small. There was a possibility of the patient¿s exit block causing the high thresholds. Additional information from the clinic disclosed that the patient experienced symptoms of feeling tired. There has been no determination made about the cause of the atrial lead issues. Reprogramming was performed to vdd. They have chosen to monitor the issue for now although a discussion of revision has begun. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.